Event description:
Circulator opened a boston scientific flexiva 200 laser fiber to scrub tech. After placing fiber in laser (before placing it into patient) the fiber broke in half and became nonfunctional and was removed from the field. A second boston scientific flexiva 200 laser fiber was opened, and the scrub tech noticed the fiber was also broken in half after removing it from the sterile package. Fiber removed from the field.